Event description:
A past low blood glucose event was reported by the customer, but the cause remained unknown. The lowest blood glucose level recorded was 42 mg/dl. The customer consumed carbohydrates and glucose tablets as a corrective action. It was confirmed that the control-iq feature of the pump was active during the incident. There was no need for third-party assistance. Technical support recommended consulting a healthcare professional to explore factors affecting blood glucose levels. It was noted that the customer understood this advice.